Event description:
It was reported that the device was used during a cryo procedure. The devices fired a couple of clips and then jammed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The analysis results for the er420 instrument (b) found that it was returned with the handle seam cracked and open. The instrument was cycled and the clip jammed between the shroud and jaws, the trigger had to be manually assisted to complete the feeding cycle; the instrument malformed the clips due to the returned condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.